Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: launcher 6f, sl4.0; stent: promus element 3.0 x 24 mm. The device was returned for evaluation. The reported difficulty removing from the guiding catheter was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 90% stenosed mid to proximal left anterior descending artery. A non-abbott stent was deployed in the lesion and a 3.5 x 15 mm tenku balloon catheter was used for post dilatation. There were no issues inflating and deflating the balloon; however, when removing the catheter, it could not be pulled into the guiding catheter. The balloon was inflated and deflated again and then it was able to be removed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.